Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt has experienced hyperglycemia as high as 400 mg/dl over the past 4 weeks. His blood glucose has been 250-290 mg/dl in the morning, and his normal range during that time is 90-110 mg/dl. Pt changed the basal rates, but this did not resolve the issue. Pt believes the infusion device does not correctly delivery the basal rates. The infusion set is changed every 4 days, and pt was referred to the user guide. He did not have an infection and is on medication for elevated blood pressure. The infusion device was not exposed to water or electromagnetic fields. Pt's normal blood glucose is 170 mg/dl, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval. No add'l info was provided.